Manufacturer narrative:
Final device analysis results revealed no anomaly found. The ipg is functionally ok. The output was tested at the pt's set parameters. There was good stable output on every electrode pair. There was no output when testing to the ins can. Normal impedances were observed indicating there were no leakage paths in the connector area of the ins.

Event description:
It was initially reported that the pt was experiencing a burning sensation and shocking/jolting in the location of the device pocket. These symptoms were reported with the device on or off. The ins battery was allowed to drain completely. The pt reported the shocking went away. When the device was recharged the shocking/burning sensation started again. The pt was seen in the clinic. Impedance testing revealed nothing out of range. The pt returned home, but the burning sensation continued. Impedance readings were checked a second time with no out of range impedances noted. The pt was scheduled for surgery where the stimulator was replaced.